Event description:
Pipe welder who injured l little finger on (B)(6) 2010. Care was received in (B)(6). He had an arthrodesis of pip joint on (B)(6) 2011. When patient saw his treating md on (B)(6) 2011 the surgeon recommended removal of the hardware and tenotomy of dip joint. He complained with having l finger pain and decreased range of motion. He moved to (B)(6) and visited orthopaedist who recommended the same thing. On (B)(6) 2012, the hardware was removed under general anesthesia without difficulty. A extensor tenotomy of the l little finger terminal tendon was performed and the patient was discharged home the day of surgery.